Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high impedances, and helix extension could not be confirmed. The lead subsequently dislodged during atrial lead placement. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.